Manufacturer narrative:
(B)(4).

Event description:
Received information for the past three months the patient has been experiencing shocking/jolting when he is laying down. This occurs when the stimulation is turned on and is fairly intermittent. There is no accident or incident related to this event. Medtronic representative interrogated the device and found high impedances > 2000 on electrodes 5, 6 and 7 which the patient is not using. Program is: a1: 0+1-2- with 686 and 5.72ma, a2 0+1-4- with 806 and 7.747. Coverage is good, shock is intermittent with positional changes. Patient has had the lead since 2005. Palpitation at the lead/extension does sometimes recreate the feeling. Patient is going to keep a diary and try to determine if positional changes are related and possibly decrease stimulation prior to changes to see if it helps. Additional information reported the patient complained his stimulation is "screwed up."